Manufacturer narrative:
The reported complaint of "the autopulse platform (sn: (B)(4)) displayed user advisory (ua) 45 (not at "home" position after power-on/restart) error message" was confirmed during initial functional testing and based on the archive data review. The root cause was due to driveshaft not to be at "home position," most likely attributed to unintended user error. During visual inspection of the returned platform, it was observed that the head restraints wire was cut, and bottom enclosure was broken. The observed physical damages were unrelated to the reported complaint and appeared to be the characteristic of harsh impact due to mishandling. The archive data review indicated multiple user advisory (ua) 45 error messages occurred on the reported event date; thus, confirming the reported complaint. During functional testing, upon powering up the platform, ua45 was displayed. Therefore, the reported complaint was confirmed. Unrelated to the reported complaint, it was noted that the clutch plate was sticky. The cause for the sticky clutch could be due to normal wear and tear. The autopulse platform was manufactured in march 2008, and it is almost 12 years old, well beyond its expected service life of 5 years. Following service, including adjustment of the driveshaft to "home position," replacement of the top cover and bottom enclosure, as well as deburring of the clutch, the platform was subjected to final functional testing by using an lrtf (large resuscitation test fixture) to run the platform for 15 minutes and no problem was observed. Historical complaints were reviewed for service information related to the reported complaint, and there was one similar complaint reported for autopulse platform with serial number (B)(4). Ccr (B)(4) was reported on 11/8/2012, and the driveshaft was moved to its "home position" to remedy the fault.

Event description:
During shift check, the autopulse platform (sn: (B)(4)) displayed user advisory (ua) 45 (not at "home" position after power-on/restart) error message. No troubleshooting was performed. No patient involvement.